Event description:
Customer contact stated that the female housekeeper had previously used these gloves and had problems with her hands becoming red & itchy. They further stated that the employee knew not to use the gloves, but when she ran out of the glove she normally used, she used this one. The employee developed red and swollen hands, systemic swelling, hives/welts, and difficulty breathing. Customer contact stated that the employee refused to go to the ER, but did go to employee health. Employee health stated that the employee did have a systemic reaction, but that her breathing was not impaired. She was given benadryl, zyrtec, and a medrol dose pak. The employee is doing fine now.

Event description:
Customer contacted stated that the female housekeeper had previously used these gloves and had problems with her hands becoming red and itchy. They further stated that the employee kne not to use the gloves, but when she ran out of the glove she normally used, she used this one. The employee developed red and swollen hands, systemic swelling, hives/welts, and difficulty breathing. Customer contact stated that the employee refused to go to the ER, but did go to employee health. Employee health stated that the employee did have a systematic reaction, but that her breathing was not impaired. She was given benadryl, zyrtec, and a medrol dose pak. The employee is doing fine now.